Manufacturer narrative:
No similar complaint type events found within the associated lot. (B)(4).

Event description:
It was reported that a 12.1mm, micl12.1, -15.00 diopter, implantable collamer lens was implanted and removed. Did not like the way the lens laid in the eye. Another lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: it was reported that a 12.1mm, micl12.1, -15.00 diopter, implantable collamer lens was implanted, removed and replaced with the same model, lenght and diopter lens within the same surgery becuase the surgeon did not like the way the lens sat in the eye. " no patient injury" was reported. H6: device evaluation: lens was returned in liquid, inside vial. Visual inspection found one of the haptics torn. Claim # (B)(4).